Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in (B)(4) for evaluation and was visually inspected. Results: visual inspection of the complaint mr290 chamber revealed a crack line and a hazed area on the lower part of the chamber dome. Conclusion: the cracked dome was most likely caused by contact with a solvent, as indicated by the hazed area. The hazed area is consistent with excess hand sanitizer on the chamber. Based on previous investigations of similar complaints, solvents which contain alcohol can attack dome material and subsequently cause the dome to crack. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a mr290 vented autofeed humidification chamber was not working properly. Upon device evaluation at f&p in (B)(6), the mr290 chamber was found to be cracked. There was no patient involvement.